Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that since (B)(6) 2018, multiple out of range impedance noted. There was no oversensing observed and an xray was obtained to rule out a fracture. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)